Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump had multiple pump error and frozen display and there was no response from any button. The customer¿s blood glucose was unknown at the time of incident. Customer reports they was unable to clear the alarm. Customer reports they received the open book image on the insulin pump screen. Customer reported that the metal piece underneath the battery cap that popping out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Battery cap cracked/damaged not confirmed during testing. Unable to confirm frozen screen unable, a broken force sensor was detected during seating or regular delivery, keypad unresponsive/button error alarm and blank display. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm.